Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that there was a revision of the implantable neu rostimulator (ins) and lead. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. Follow-up is being conducted to determine the reason for revision. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the revision was for better efficacy. The manufacturer representative was unaware of what troubleshooting was done by the physician that prompted the revision.